Event description:
On (B)(6) 2012, pt reported the buttons on her infusion device are not responding. Pt stated all buttons are unresponsive and that the issue occurred today. Pt reported she tried inserting a new battery causing an e9 (power interrupt) because she was unable to place the infusion device in stop mode. Pt stated the issue persisted. Pt reported she noticed the issue when she went to give her normal lunch time bolus. Pt does not remember receiving a recall notice. On f/u call on (B)(6) 2012, pt reported the buttons on the device were not flat and they still popped up and appeared to look normal. Pt stated the buttons did not make any sound when pressed. Pt reported she peeled the rubber off of the buttons to see if she could get them to work after her initial call. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for eval.